Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported error code, however, the programmer powered up to a different error code; x-y printed circuit board assembly found out of electrical specification. Analysis also found the display overlay and bezel, upper case half , and lower case half were damaged. (B)(4).

Event description:
It was reported an error code was received when the programmer was turned on. The programmer was returned for repair. No patient inv olvement or complications were reported.